Event description:
It was reported the pt is experiencing discomfort at his scs ipg site. The pt stated his ipg appears to be loose and moving around inside the pocket. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.